Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a funnel chest seam, the package and the needle was broken. No injury.